Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma- alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient reported right side "needle biopsy, it was confirmed that she had cancer,¿ "symptoms of bia-alcl," and ¿doctor informed her she was ¿1 in 500,000 women who got this cancer¿.¿ histopathological markers were not provided. Device remains implanted.

Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following"breast implant associated anaplastic large cell lymphoma, alk-negative and damages not limited to, medical treatment and mental anguish/pain and suffering. Plaintiff has not been diagnosed with bia-alcl". Also reported "in-situ follicular neoplasia" which is not related to the device. Device has been explanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl-suspected. Since additional information was received stating "plaintiff/ patient has not been diagnosed with bia-alcl", allergan medical safety determined that there is no malignancy.